Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient experienced pain, recurrence, and other. Plaintiff had pain and other medical issues post surgery and did not know whether they were attributable to the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/17/2013.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure on (B)(6) 2003.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, uterosacral vaginal vault suspension, anterior colporrhaphy, cystoscopy and suprapubic tube placement due to uterovaginal prolapsed and sui. No additional information was provided.